Manufacturer narrative:
Additional information: a1, a2, a3, a4, b5, d9, h3, h10. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility's biomedical technician (bmt) reported that a fresenius combiset bloodline leaked during a patient¿s hemodialysis (hd) treatment. Upon follow up, the clinic manager said that the issue occurred twenty minutes after the initiation of treatment. The leak originated from the hepralock that did not clamp completely. The heparin line then became unattached from the blood pump line. There were no loose connections or visible damage to the bloodline. The machine, a fresenius 2008t machine, did not alarm, but was not expected to. The patient¿s estimated blood loss (ebl) was approximately 300ml. There was no patient serious injury or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. As the complaint product sample was being disinfected and prepared for analysis, it was found a that the heparin line was separated from the red ¿t¿ connector. The complaint sample was visually inspected and it was found that the solvent on the heparin line was not applied properly. There was a lack of solvent at the union between the heparin line and the red ¿t¿ connector. After further inspection no other problems were found. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. Upon completion of the evaluation, the reported event was confirmed.

Event description:
A user facility's biomedical technician (bmt) reported that a fresenius combiset bloodline leaked during a patient¿s hemodialysis (hd) treatment. Upon follow up, the clinic manager said that the issue occurred twenty minutes after the initiation of treatment. The leak originated from the hepralock that did not clamp completely. The heparin line then became unattached from the blood pump line. There were no loose connections or visible damage to the bloodline. The machine, a fresenius 2008t machine, did not alarm, but was not expected to. The patient¿s estimated blood loss (ebl) was approximately 300ml. There was no patient serious injury or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility's biomedical technician (bmt) reported that a fresenius combiset bloodline leaked during a patient¿s hemodialysis (hd) treatment. The leak originated from the hepralock that became undone. The patient¿s estimated blood loss (ebl) was approximately 300ml. It is unknown if there was any patient serious injury or medical intervention required as a result of this event. A sample has been returned under (B)(6). Multiple attempts have been made to contact the customer to obtain additional information related to the reported event. At this time, no additional information has been provided.